Event description:
Customer reported dosing based on meter readings with resulting hypoglycemia. Customer's test strip code was mis-set during the events. Customer awoke next to her bed without a recollection of how she arrived there. Med-alert was contacted and paramedics provided aid. Exact treatment was not described.